Event description:
It was reported, the patient had a communication problem. It was noted the patient had not been able to recharger the five to six months leading to the call. It was reported the patient had trouble recharging since implant. It was noted, the implant site hurt and the patient got jolted at the implant site when they could not charge the implant. It was reported the patient had an appointment scheduled for july.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the patient would be having the device explanted. The manufacturer representative had no further information as of 2014-07-22.